Event description:
The device was used during a laparoscopic sigmoid resection procedure. Reportedly, the instrument bent, the handle broke, and the staples did not form properly. The surgeon resected the tissue at the application site to complete the procedure. The hospital has reported no patient injury occurred.